Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received pump errors on their device while performing a bolus. It was reported that the customer had issues with pump history and the device not retaining the information. The customer's blood glucose level was reported to be unknown. It was reported that the pump would be replaced.

Manufacturer narrative:
The insulin pump passed all functional testing including the rewind, seating, basic occlusion, occlusion, force sensor and displacement test. The insulin pump passed the self-test. The insulin pump was monitored for several days and no pump error 4 or 15 alarm noted. According to the power management graph shows that the detailed trace analysis confirmed there were no unexpected replace battery now alarm noted and was not triggered. The backup battery unloaded voltage was not less than 3.7v for consecutive 240 minutes and the loaded voltage was not less than 3.5v for 4 consecutive hours. The insulin pump was pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.